Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm. User was unsure how to troubleshoot and the pump has been in standby for 5 minutes at the time of the call. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. Also advised phillip to use the iab fill key followed by the start key to resume therapy. Therapy resumed with no issues. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).